Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent switch was cleaned, and the unit was returned to service.

Event description:
The hospital reported a failure of the bag/vent switch to operate as expected. The unit was not able to switch to mechanical ventilation. There is no report of patient involvement.